Event description:
Removal of endosseous dental implant. Implant was placed in site #20 (class ii bone) on 5/19/97 during a routine procedure in which tooth #20 was extracted at time of surgery and the implant was placed in the immediate extraction site. On 6/16/97, the clinician placed an octabutment into the implant. The implant was removed on 6/21/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.